Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a micro-stent implant procedure, a patient experienced a myopic shift. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of myopic shift; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. No information is provided regarding the surgeon's implant procedure or any associated complications that may have had an affect on intraocular lens (iol) position, and also no information is provided regarding concomitant medications or findings that may have had similar affect. There is no indication of device failure. Possible root cause is that anterior chamber shallowing (which may cause transient iol movement) is a known risk associated with use of the device, which is clearly identified in the product labeling. The manufacturer internal reference number is: (B)(4).